Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient experienced an adverse event of metallosis resulting in lysis inferior to the acetabulum and into the superior pubic rami. Event meets the definition and is considered moderate. Event also probably device related and definitely not procedure related. Awaiting revision. Update may 30, 2017. Additional information received. The patient was revised on (B)(6) 2017 to address osteolysis. No surgical delay was reported. This complaint was updated on may 30, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.